Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Incident information was reviewed; however, a failure analysis of the complaint device could not be performed because the product was not returned for analysis. There was no reported device malfunction associated with clip delivery system. The reported patient effects of infection, mitral regurgitation, and renal failure, as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling. Maurizio taramasso, francesco maisano, paolo denti, azeem latib, andrea guidotti, nicola buzzatti, alberto pozzoli, giovanna di giannuario, giovanni la canna, antonio colombo, ottavio alfieri. (International journal of cardiology, (2015), doi: 10.1016/j.ijcard.2015.03.236): clinical and anatomical predictors of mitraclip therapy failure for functional mitral regurgitation.

Event description:
It was reported through a research article identifying the mitraclip delivery system that the device may be related to the following: recurrent mitral regurgitation, renal failure, infection and the need for post procedure aortic counterpulsation. Details are listed in the attached article, titled "clinical and anatomical predictors of mitraclip therapy failure for functional mitral regurgitation."